Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the wires broke on the mega suturecut needle driver when gripping a needle. The procedure was completed as planned with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: no fragment has fell into the patient's anatomy. The procedure was continued with a replacement instrument. The instrument/accessory was checked before use, and the patient was not injured during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.